Event description:
It was reported that patient's lead was accidentally cut by physician. Moreover, physician is scheduling patient for a lead explant. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.